Event description:
Event description boston scientific received information that this atrial pacing lead was confirmed on x-ray to be fractured. The patient is currently programmed to vvi at 50ppm. It is reported that there were no patient symptoms and that the patient has cancer with multiple issues. The lead will be replaced at a later date.